Event description:
It was reported that the right ventricular lead exhibited a decrease in lead impedance. Upon revision, an insulation anomaly was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.